Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited non sustained right ventricle oversensing. The patient did not receive therapy due to oversensing. On (B)(6) 2018, the lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: the lead was capped and replaced on 7/18/2018 instead of 7/19/2018.

Event description:
New information states that the lead was capped and replaced on 7/18/2018 instead of 7/19/2018.